Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one ecr60w reload(b), one gst60d reload(c), one gst60t reload(e), two ecr60d reloads(d and f), one ecr60b reload(g) present. Reload b and reload c were received partially fired 1/16, reloads(d, e, f, g) were received unfired. The reload(f) was received with 5 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the left proximal side. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system and reloads(b, c) were reset and then, it was tested for functionality in the straight position with the returned reloads(b, c, d, e, g) and achieved its complete firing sequence without any difficulties. For all reloads. The staple line and cut line were complete and the staples meet the staple release criteria. Regarding the condition of the reload(b) and reload(c), it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Although no conclusion could be reach on the cause of the reported event "hemostasis controllable", the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as after functional test, the staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number 590c48, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired ,noted oozing . Changed another five to use , they still had the same problem. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.